Manufacturer narrative:
(B)(4) endoleaks are labeled in the IFU. No product or images were returned to assist in the investigation at this time. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to deployment, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, the importance of an accurate deployment. By report, the main body was deployed lower than planned resulting in a type ia endoleak. The endoleak was resolved after placement of add'l endografts and another MFR's stents. At this time there is no indication that a design or process induced failure of the device resulted in the reported difficulty. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera). The risk associated with the failure mode will remain at an acceptance level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
An (B)(6) female pt with aaa and cholecystectomy, underwent evar repair on (B)(6) 2011. The pt's anatomical form was suitable for endovascular repair and the procedure was conducted as labeled. After replacement of a main body, an iliac leg graft and a converter, the final confirmatory angiography showed proximal type I endoleak (1820334-2011-00666) and type iii endoleak from the junction of the main body and the converter (1820334-2011-00667) a body extension was additionally placed, but it was placed lower than attempted, so the physician additionally placed another MFR's stent. However, the stent was also placed lower than attempted; the physician placed another of the other MFR's stent additionally. All endoleaks were solved and the procedure was completed. The pt's condition after the procedure is unk as not provided by the reporter. Add'l info provided on (B)(6) 2011: the pt's anatomy was not calcified nor tortuous. It seemed the physician repeated missing to place the main body, the body extension and the first other MFR's stent at the targeted point. They all were placed lower than he planned, but it ended up solving the type iii endoleak, and the last stent of another MFR solved the type I endoleak. The pt's condition after the procedure is unk as not provided by the reporter. No images will be provided by the reporter to assist in this investigation.